Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device inspection found there was no image when the unit was powered on, confirming the customer¿s complaint. The issue was found to be due to a printed circuit board failure. Additionally, corrosion was observed on the led (light emitting diode) unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that there was no screen display when the visera elite ii video system center was powered on. The event occurred during preparation for use, prior to a procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "no image" was presumed to have been due to a faulty circuit board - however the cause of this fault could not be further determined. The suggested phenomenon of "front panel does not light up" was presumed to have been caused by heavy corrosion on the led (light-emitting diode) unit, but the cause of this corrosion could not be further determined. Olympus will continue to monitor field performance for this device.